Event description:
This event occurred at the time of before use. There was no report of patient harm. Iso failed, misty image, led cover glass broken.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c is available in the USA with a 510k number k190805. Evaluation summary: we checked the returned product and confirmed that it was caused due to a leak at the led cover glass by a physical damage. Due to the leak,it caused that the electrical safety test in emea to fail. This report is being filed as part of the pentax backlog management plan.